Event description:
The customer reported the system takes 8-9 minutes to boot up. It locks up, and there is a spot in the image. No report of customer injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. Software was reloaded and the image tube output lens was cleaned. Also, the camera centering was adjusted. The system was then found to be working as intended.